Manufacturer narrative:
(B)(4). A follow up will be submitted once the investigation is complete.

Event description:
The customer reported the battery is not getting charged. There was no reported pt involvement.